Event description:
The manufacturer received info alleging a ventilator was not charging its battery to full capacity. There was no pt harm or injury. The ventilator was returned to the manufacturer's service center for eval and the customer's complaint was confirmed. The device's battery charge limit was reset to correct the problem.